Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: the patient underwent left total knee replacement (B)(6) 2013. Patient had a history of bilateral knee pain and went to ER with complaints of severe disabling pain. Patient underwent both knee incision and drainage with washout, revision of liner component (B)(6) 2018.